Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed pitch cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no corrosion or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding frayed cables was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, frayed cable. It was unknown how the procedure was completed and if the reported event had any impact on the patient.